Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(4). It was reported that angina and in-stent restenosis (isr) occurred. In (B)(6) 2013, the patient presented with unstable angina and coronary angiography was performed. The target lesion was located in proximal saphenous vein graft (svg) to first obtuse marginal (om1) segment branch with 80% isr and was 14mm long with a reference vessel diameter of 4.0mm. The target lesion was treated with pre-dilatation and placement of a 4.00x16mm promus element¿ plus drug-eluting stent. Following post dilatation, residual stenosis was 20%. The following day, the patient was discharged on aspirin and ticagrelor. In (B)(6) 2016, the patient presented with progressive dyspnea and recurrent chest pain suggestive of angina. Subsequently, the patient was hospitalized and cardiac catheterization was recommended. Chest x-ray demonstrated cardiomegaly and central vascular congestion consistent with interstitial edema and bilateral pleural effusion. Two days later, coronary angiography was performed and the 98% isr at the distal edge of the old stent in proximal segment of svg to om1 was treated with the placement of a 4.00x16.00mm promus premier stent. Following post-dilatation, the residual stenosis was 0%. The following day, the event was considered to be resolved and the patient was discharged on ticagrelor.